Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway..

Event description:
It was reported that after crossing the proximal cap of a lesion in the left sfa, the recanalization catheter allegedly entered the sub intima and would not advance any further. It was further reported that the recanalization catheter allegedly would not retract through the support catheter and the health care provider had to remove the recanalization and support catheters together as a single unit. There was no reported patient injury.

Event description:
It was reported that after crossing the proximal cap of a lesion in the left sfa, the recanalization catheter allegedly entered the sub intima and would not advance any further. It was further reported that the recanalization catheter allegedly would not retract through the support catheter and the health care provider had to remove the recanalization and support catheters together as a single unit. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in procode and PMA/510k, respectively. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned. The recanalization catheter was lodged in a support catheter with the outer catheter stretched and twisted. Therefore, the investigation was inconclusive for failure to advance as functional testing was unable to be performed. The investigation was confirmed for failure to retract as the crosser was unable to be removed from the support catheter. The investigation was confirmed for material twisting. The investigation was also confirmed for material separation as the catheter was separated from the metal tip and confirmed for loss of bond as the catheter was no longer glued to the bifurcate. The reported event stated the recanalization catheter was advanced 150-200mm past from the support catheter distal tip and was activated 6min 30sec. Per the IFU "when using the crosser14s with sidekick support catheter, the crosser can be advanced approximately 15cm from the tip of the support catheter before resistance is encountered due to the taper on the crosser catheter aligning with the taper of the support catheter. A taper lock up marker is located 127cm from the distal tip." ; as well as, "do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator." Using the device against the recommended use could have contributed to the failures. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. (B)(4).